Event description:
As reported, the shuttle of a 5f mynxgrip vascular closure device (vcd) was hard to advance and when attempting to remove the 5f unknown sheath, the sheath would not come out. Hemostasis was achieved by manual compression. There was no reported patient injury. The device was pulled from the packaging by the shuttle grip. The stopcock of the introducer sheath was opened prior to shuttle down. Resistance/friction was experienced as the mynx vascular closure device (vcd) was advanced through the sheath. Significant resistance was experienced when shuttling down, and excessive force was applied when shuttling down. The sealant was stuck to device components. The sheath french size was 5f. The sheath was not kinked or bent. There were no kinks in the sheath or device after removal. The patient was not hospitalized, and the patient¿s hospitalization was not extended as a result of the event. The patient recovered and was discharged home. The user was trained to mynx. The device will be returned for analysis.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.